Manufacturer narrative:
No unexpected no delivery alarm noted during testing. The insulin pump passed prime test, excessive no delivery test and displacement test. No button error alarm noted during testing. All buttons function properly found during testing. No moisture damage or corroded keypad traces noted during testing. The j2 connector at the lcd board was found locked. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and missing end cap sticker found during testing. (B)(4).

Event description:
The customer's mother reported via phone call that they received excessive no delivery alarms and button error alarms. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's mother stated that they were able to resolve the issue by pressing esc and act button. The customer's mother was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.